Manufacturer narrative:
The manufacturing records for serial number 6373606 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Onxane-25 sn (B)(6) was implanted in the aortic position of a 68 year old male on (B)(6) 2018 enrolled in the on-x post approval study. An adverse event of thromboembolism was reported in the study as having occurred on (B)(6) 2020 (1 year 210 days post-implant). Inr was 2.0 on (B)(6) 2020. The study record indicated presumed middle cerebral artery cerebral vascular accident (mca cva). Pertinent medical records were provided. The study¿s adjudication committee states the following: review of hospital records reveals acute cva with left sided weakness documented by repeat head CT & MRI (right frontal infarct). Tee reveals several areas of ventricular segmental dysfunction particularly at the lv apex, which is poorly visualized to define ventricular thrombus; prosthetic valve functions well; e.f.=40-45%. Dx: thromboembolism with cva: valve related. Medical records indicate an inr typically in the 1.5-1.8 range, which is appropriate for the single aortic on-x valve and is compliant with the study. The event was reported with an inr of 2.0. Follow-up recommendation is for target inr 2.5-3.5. Echo report of (B)(6) 2020 states the prosthetic aortic valve was performing normally, well-seated with normal gradient. The discharge summary of (B)(6) 2020 states that the patient ¿...progressed well in regard to his weakness, and this was essentially resolved upon discharge.¿ this is a case of thromboembolism, presented here as a stroke, which is a recognized potential adverse event [IFU] and for rigid heart valve replacement, the rate of occurrence is 3.0%/valve-year [iso 5840:2005]. The on-x valve risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, patient in the on-x low dose post approval registry experienced the following complication: medication and hospitalization for thromboembolism. Presumed mca cva.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, patient in the on-x low dose post approval registry experienced the following complication: medication and hospitalization for thromboembolism. Presumed mca cva.